Event description:
The customer contact reported a tubing separation. After an unspecified length of time in use, it was reported that tubing had separated from the connection of the tubing and the filter. Multiple unsuccessful attempts have been made to obtain additional information including patient outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.